Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that cause of the issue was that the ¿internal battery¿ needed to be replaced (manufacturer¿s representative verified this) and was scheduled for the surgery on (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by patient that their device "failed" clarifying that it "stopped working" since 6 weeks ago. Patient further clarified that they were not able to connect with their programmer to ins. They did not have a physician. A listing was sent out to patient. Patient advised to follow up with healthcare professional (hcp) once they find one. No further complications were reported or anticipated.